Manufacturer narrative:
Correction: type of reportable events: serious injury. H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, there is a vision system at the assembly machine to detect missing cannula and reject the part. The nonconformance might have happened at the reject station due to the worn out valve. Based on the investigation, there is no issue with the extension of cylinder to reject the part, however, during the retraction there is a delay in the return action of the cylinder piston and hence cause the part to be rejected wrongly. Action has been taken to include in the quarterly preventive maintenance task list to replace the valve. This batch was produced before the action was implemented. H3 other text : see section h.10.

Event description:
It was reported that bd precisionglide¿ needle had no needle attached to the hub. This was discovered during use. The following information was provided by the initial reporter: there was no needle attached to the hub found during a theatre case. Full or investigation ¿ including x-ray was undertaken no needle found.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle had no needle attached to the hub. This was discovered during use. The following information was provided by the initial reporter: there was no needle attached to the hub found during a theatre case. Full or investigation ¿ including x-ray was undertaken no needle found.